Manufacturer narrative:
(B)(4). The product has been requested for return from (B)(6) to zimmer biomet (B)(4) for evaluation. When the investigation has been completed, a follow-up MDR will be submitted.

Event description:
During inspection of recirculated product upon receipt at zimmer biomet's warehouse in (B)(6), it was discovered that the sterile inner packaging (pouch) was damaging, thereby breaching the sterile barrier.

Event description:
The inner pouches were damaged.

Manufacturer narrative:
(B)(4). The products were returned to biomet for evaluation and forwarded to a complaints and vigilance engineer for investigation who has reported that upon visual inspection it was confirmed that the parts had holes in inner sterile packaging, in alignment with the fins of the shell showing multiple abrasions, indicating that abrasion of the packaging at these points over time had resulted in the breach. A review of the mallory head IFU and packaging shows warnings regarding packaging inspection and damage. A review of the manufacturing history records confirms no abnormalities or deviations reported. The cause of the damage to the mallory head shells is confirmed as inadequate packaging design which has been re-mediated through (B)(4) as stated above. No complaints have been received on the mallory-head packaging for this failure mode to date since implementation of the corrective actions.